Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to low blood glucose customer passed out during sleep. The blood glucose was 40mg/dl. No further information available.